Event description:
It was reported that nine days after implant, the right atrial (ra) lead had dislodged and the lead was not capturing at maximum output. Reprogramming was attempted that day to promote the patient's intrinsic rhythm. About one week later, the lead was repositioned. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).